Manufacturer narrative:
D4: unique identifier (UDI) #: the catalog # was not provided therefore no UDI information can be identified. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was in use on a patient and epinephrine was infused instead of intended vancomycin. There was no report of patient injury or medical intervention associated with this event and no details regarding setup of the pump were provided. No additional information is available.